Manufacturer narrative:
Gbo complaint (B)(4).. No samples were received for evaluation. No customer pictures nor customer data was received. No material number(s) was provided. No batch number(s) was provided. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states higher incidence of clotted specimens from nurse collects throughout facility. Customer states tube not fill all the way and short draws. Customer is questioning vacuum issue. Hematology has noted analyte impacts due to underfilling with variations in h/h and delta checks.